Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was protrusion on the sterile package due to impact of the stem during distribution.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. (B)(4). Reported event was confirmed by review of returned device. Visual inspection of the cavity shows the part pushed up against it causing it to leave an indentation but it did not puncture through the cavity. Inspection of the sterile wrap shows that the part is still vacuum sealed and that it did not breach the sterile package. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.